Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the device didn¿t work and there were 7 lives remaining. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: once plugged in, the forceps doesn't work as if there were no lives left when there are 7.